Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7070596.

Event description:
It was reported that the patient was experiencing weakness and numbness in the leg. The patient underwent an explant procedure. The explanted ipg and paddle lead will not be returned.